Event description:
It was reported that while working in the distal cx with an acute mi, the doctor first successfully deployed a mini vision, and at that time the doctor noticed that the proximal portion of the previously implanted mini vision stent did not "look good" and proceeded to stent that area with a smaller mini vision. The doctor inflated the vessel to 14 atm and deployed the stent. While removing the balloon, the doctor took a picture and noticed that the stent was no longer in the location where it was deployed. The doctor did not feel any resistance, but apparently when he was pulling back on the balloon during removal, the stent migrated in the mid-cx. The doctor stated that the stent was not opposed to the vessel and used a non-guidant balloon to embed the stent in the vessel. Since the proximal portion was still in need of a stent, the doctor attempted to use another rx mini vision, but it would not cross. The doctor then used a non-guidant stent and bridged the mid-cx mini vision to the distal-cx mini vision. The pt is asymptomatic and no pt effects were reported.